Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant evo stent grafts were implanted for thoracic aneurysm repair procedure. It was reported approximately 5 years post the index procedure, the patient returned for a follow-up CT where revealed suspected aneurysm enlargement of 2mm. The aorta measured at 6.2cm. Per the site the cause of the event was due to graft failure. It was reported that the patient exited the valiant evo study approximatley 1 years post the index procedure. The core lab review of CT images from 5 years post index procedure identified a type iiib endoleak and stent fracture in vemc3737c175cu (B)(6), stent ring enlargements were observed in (B)(6) (+9.1 mm, +3.7mm, +1.6mm and +1.2mm) and (B)(6) (+3.1 mm). No aortic enlargement was observed. It was further noted that there was a stent graft fabric defect (associated with type iiib endoleak). No additional clinical sequalae was provided and the patient will be monitored. Relining of the valiant evo stent graft occurred where 2 additional valiant stent grafts were implanted to resolve the fracture and endoleak. Per the physician the cause of the stent fracture was due to a design flaw. Corelab review of imaging from earlier CT imaging 24 months post index procedure identified stent ring enlargement of +5.2mm, stent graft defect and stent graft fracture - body stents (wireform) on device vemc3737c175cu/ sn (B)(6). The site and sponsor have assessed the cause of the aneurysm expansion as not procedure related and related to the device due to device compromise. This expansion is the result of the device deficiency of stent graft dilatation. The site assessed the type iii endoleak as not related to the procedure but related to the device.